Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2012, she experienced a hypoglycemic event and felt weak. Patient's husband called paramedics. Patient claims that paramedics measured her bg at 55 mg/dl while her cgm was reading 200 mg/dl. Patient was transported to the hospital. At the time of her call to dexcom technical support patient reported that she was doing fine.